Manufacturer narrative:
The pocket monitor has been returnd to the manufacturer, karl storz in (B)(4) for evaluation.

Event description:
Allegedly, the c-mac pocket monitor stopped working during an emergency intubation. The flight crew was not able to intubate the patient with the pocket monitor. A backup unit was used in an attempt to secure airway; patient went into cardiac arrest and passed away.